Event description:
On 3/16/98 the hosp reported that a pt was mismedicated on 3/15/98 because hosp staff misinterpreted the pt's ECG. A monitoring technician inadvertently changed ECG sweep speed on the acuity vital signs pt monitoring system, leading the technician to erroneously conclude that the pt's heart rate was higher than it actually was, even though the heart rate numeric indicated the pt's correct heart rate. Frequency of event statement: this is the only complaint of its kind reported to protocol systems, inc. Severity of event statement: the author of this report is unaware of any rating or classification scale in which to rank of quantify the severity of an event of this kind.